Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-02231. The pt rec'd a scs system, including two percutaneous leads, on (B)(6) 2008. The pt reported his stimulation has decreased significantly since implant. Reprogramming the scs system was not able to resolve the issue. F/u on the pt found he is working closely with his physician to determine the next course of action.